Event description:
It was reported to boston scientific corporation that during unpacking, a contour ureteral stent was discovered to be cut "while in the package." Reportedly, no damage was reported to the product packaging and the seal of the stent packaging was intact. The damage to the device was noticed during unpacking and the product never entered the procedure room. Note: this report pertains to one of two devices. Associated manufacturer report # 3005099803-2012-01810 pertains to the other device.

Event description:
It was reported to boston scientific corporation that during unpacking, a contour ureteral stent was discovered to be cut while in the package.reportedly, no damage was reported to the product packaging and the seal of the stent packaging was intact. The damage to the device was noticed during unpacking and the product never entered the procedure room. Note: this report pertains to one of two devices. Associated manufacturer report # 3005099803-2012-01810 pertains to the other device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned contour ureteral stent revealed that the device was partially torn at the renal pigtail section, and the suture hole was ripped. The suture was not returned with the stent. The tear on the suture hole is consistent with those caused by the suture when it is being pulled. Product analysis indicates handling factors; however, the account reported that the stent was already cut while inside the package. Therefore, the cause for the event could not be determined.